Event description:
It was reported that the health care provider (hcp) was having difficulty/¿problems¿ accessing the center port/refill port. The hcp as a result was unable to access the pump on the report date. The hcp called the device manufacturer representative regarding recommendations for how long lioresal could be stored in a syringe. No further information was available. The device system was used to deliver lioresal. It was later reported that the hcp called the device manufacturer representative back a ¿few minutes later¿ and was able to successfully access and refill the pump. No further action was needed. It was later reported that the pump was difficult to palpate due to the position lower in the patient¿s abdomen as well as the tilt of the pump. Measurements done at the previous refill were not accurate. It was felt that the pump may have been migrating. A referral was made to the neurosurgeon. An abdominal x-ray was done to help determine the pump position. Refill was re-attempted the next day with success. The patient was doing well and continuing to receive effective therapy. The next refill was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID neu_refillkit_acc, lot# unknown, serial# (B)(4), product type accessory; product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).